Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during an intraocular lens implant procedure, the plunger went through the lens and viscoelastic was used to load the lens. Additional information has been requested which sates that corneal wound was enlarged to take out the lens in the initial procedure. Post surgery the patient experienced temporary corneal edema. The patient was not hospitalized and the symptoms was resolved.

Manufacturer narrative:
The device was not returned for an evaluation. Only a damaged lens was returned. The lens was inside a piece of folded white material in a plastic bag placed into the opened product carton. Solution was dried on the lens. One haptic was broken in the gusset area. The broken haptic was not returned. The optic was broken into two large portions. A qualified viscoelastic was indicated. The root cause cannot be determined for the reported complaint of "plunger went through the lens". Only the lens was returned to be evaluated. Haptic and optic damage was observed; however, the root cause of the damage cannot be confirmed. The plunger position relative to the broken lens during delivery cannot be confirmed. The device was not returned to be evaluated. The instruction for use (IFU) instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome. Plunger override may occur: ¿ due to rapid advancement faster than the IFU recommend rate. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. ¿ if the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).